Manufacturer narrative:
Expiration date is not applicable to the unit. The phone number of the initial reporter was not provided nor street address of the hospital. A request for this information has been sent. The occupation of the initial reporter was provided to confirm if they were a health professional. The unit was evaluated by the biomed at the hospital and not by company representative or their service department. Biomed indicated product tests were ok but did not specify the type of tests they performed. The unit requires use of a disposable. A blanket was used but the model number or type of blanket was not provided in the reported event. The cause of the condition is not known at this time. This complaint remains under investigation. Unit can be placed on ambient air and will remain in this condition for 10 minutes and will turn off. End of report.

Event description:
It was alleged a (B)(6)-year-old male patient hospitalized for posterior vertebral distraction without arthrodesis in context of scoliosis experienced hypothermia. When preparing the patient for a surgical operation, a blanket was placed on the patient which was connected to a 3m bair hugger¿ warming unit to warm the patient. An hour later, the patient had gone into hypothermia (34° celsius). It was alleged the warming unit was overheating and blowing cold air into the blanket. The patient had to remain longer under anesthesia. The biomedical engineering department intervened on the warming unit. The tests results were ok and the warming unit was set back to service. Effort has been made to contact the person who reported the incident but to date have not been able to re-contact that individual. The following additional information was provided as to the common standards that are applied within the department during use of the warming device. - selected temperature : 38°c or 43°c. - blower speed : high. - permanent monitoring done on esophageal temperature (no frequency of controls provided by the customer). The customer could not confirm the following concerning the reported event: - why the patient had to remain longer under anesthesia (hypothermia or nature of operation). - condition of patient at time of discovery of condition (hypothermia) or if patient was under anesthesia or not at the time of discovery.